Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2011, product type: pump. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving a unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain, and other chronic/intract pain (trunk/limbs). It was reported that the hcp wanted to do a dye study because the pump was not working. The hcp requested a company representative bring a catheter access port (cap) kit and refill kit to the surgery center. The patient was currently sedated, and they do not know any of the details as to what is in the pump or why it was not working. No patient symptoms were mentioned. The drug information, other medications, pertinent medical history, onset, dye study results, actions/interventions, cause, and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Additional information was reported by the consumer on (B)(6) 2016. The pump was used to deliver morphine. It was reported that the patient's pump started alarming in (B)(6) 2015. The pump was empty and had not been filled since (B)(6). The patient had missed their scheduled refill. The patient was told they would have to file the doctor who last refilled the pump in order to see the current managing physician who does not manage pumps. Now, no one will manage the patient's pump. Pain and withdrawal symptoms were reported. The patient also has oral medications but is almost out of them. It was also reported that the patient's catheter is "loose." The hcp had done a test in (B)(6) and it was determined that the drug was flowing though the patient's body. It was reported that the hcp said the pump was "extinct" and wanted to explant the pump. Further follow up was done to determine the cause of the catheter issue.

Manufacturer narrative:
The type of report was updated from being a malfunction to a serious injury. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied (B)(4) regarding the model 8578 catheter component is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and model 8578 catheter component were returned to the manufacturer. No further information was reported. Refer also to related MFR report # 3004209178-2015-22832 and MFR report # 6000030-2016-00024.

Manufacturer narrative:
Corrected to include adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.